Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained by puncturing the right femoral artery with an 8f guide catheter and reached the common carotid artery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified segment c1 of the internal carotid artery. After a non-boston scientific device crossed the lesion site, the 10.0-31 carotid wallstent self-expanding stent was use, but it could not cross the y valve smoothly. Subsequently, the stent accidentally released in the y valve. After the stent was withdrawn, the stent tip was visually kinked, but not detached into two pieces. The procedure was then completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable postoperatively.

Manufacturer narrative:
A1 - patient identifier: updated. A2 - date of birth: updated. E1 initial reporter facility name: (B)(6). Device evaluated by manufacturer: the carotid device was returned for analysis. A visual and tactile examination identified an outer sheath kink approximately 62mm distal from the distal tip. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. The recommended introducer/guide sheath size for this device as per carotid instructions for use, is minimum 6fr sheath. The investigator was unable to insert the device through a guide catheter due to the outer sheath kink. No issues noted with the stent cup or the stent holder. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained by puncturing the right femoral artery with an 8f guide catheter and reached the common carotid artery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified segment c1 of the internal carotid artery. After a non-boston scientific device crossed the lesion site, the 10.0-31 carotid wallstent self-expanding stent was use, but it could not cross the y valve smoothly. Subsequently, the stent accidentally released in the y valve. After the stent was withdrawn, the stent tip was visually kinked, but not detached into two pieces. The procedure was then completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable postoperatively.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by manufacturer: the carotid device was returned for analysis. A visual and tactile examination identified an outer sheath kink approximately 62mm distal from the distal tip. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. The recommended introducer/guide sheath size for this device as per carotid instructions for use, is minimum 6fr sheath. The investigator was unable to insert the device through a guide catheter due to the outer sheath kink. No issues noted with the stent cup or the stent holder. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained by puncturing the right femoral artery with an 8f guide catheter and reached the common carotid artery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified segment c1 of the internal carotid artery. After a non-boston scientific device crossed the lesion site, the 10.0-31 carotid wallstent self-expanding stent was use, but it could not cross the y valve smoothly. Subsequently, the stent accidentally released in the y valve. After the stent was withdrawn, the stent tip was visually kinked, but not detached into two pieces. The procedure was then completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable postoperatively.